Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose value was 180 mg/dl. The customer will revert to an alternate insulin therapy. The pump was replaced to address the issue.